Event description:
Boston scientific received information that this right atrial (ra) lead had become dislodged resulting in pacing inhibition with asystole observed for less than or equal to 2 seconds. A lead revision was performed to cap this lead and implant a new right atrial (ra) lead. There were no patient symptoms or adverse patient effects reported.

Manufacturer narrative:
The lead remains implanted surgically abandoned and will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.